Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customers blood glucose level. System check was started with tandem technical support (cts) however customer declined to complete the check.